Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Event description:
The patient underwent an endovascular aortic repair (evar) procedure on (B)(6) 2020 where manta 14f vascular closure device (manta) was used to close the femoral access site. A pre-procedure CT scan was completed. The patient's left common femoral artery was used for access and measured 9.7 mm in diameter. Vascular access was achieved using ultrasound guidance. A micro-puncture kit was not used for access, but rather an 18f needle. The deployment depth for manta was measured at 2.0 cm + 1.0 cm. The reporter stated the operator did not experience any difficulty advancing or withdrawing procedures sheaths. The reporter confirmed no inflammation, swelling, hematoma or pseudoaneurysm at the closure site prior to manta deployment. After manta was deployed, pulsatile bleeding occurred at the access site. Moderate manual compression was applied with no improvement in the bleeding. The physician opted to perform a surgical cut down to repair the vessel due to the right side vascular access having already been closed, eliminating the possibility of using a balloon or placing a stent. During the cut-down procedure the physician noted the manta toggle and collagen were extravascular (tract deployment) and the manta was explanted.

Manufacturer narrative:
Based on the surgical cut down procedure, it was confirmed that a tract deployment occurred due to finding the manta toggle and collagen extravascular. The failed hemostasis has been determined to be caused by a tract deployment. The root cause of this failure mode is suspected to have been due to depth measured incorrectly (shallow) likely leading to incorrect positioning of the toggle, per the complainant report. The risk of failing to achieve hemostasis and access site complications leading to bleeding or surgical intervention is written in the IFU. Risk documentation was reviewed, and tract deployment is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels the occurrence rate for this type of incident remains below current risk documentation acceptable levels. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. For lot mn2001260, angle measurements were reviewed. All angles were within specification for post-gamma. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Event description:
Additional information was received by essential medical from the reporter on (B)(6) 2020. His statement: "the manta did not fail to deploy. I believe there was operator error and the depth was measured wrong, causing the manta to deploy outside the vessel."

Manufacturer narrative:
Additional information was received by essential medical from the reporter on (B)(6) 2020. His statement: "the manta did not fail to deploy. I believe there was operator error and the depth was measured wrong, causing the manta to deploy outside the vessel." Use error has been identified as a contributing factor in this event: the physician suspected the depth measurement in step 1 of the manta instructions for use, was not performed correctly resulting in too shallow depth measure and deployment and subsequent tract deployment. The manta instructions for use precautions state: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The manta instructions for use also lists potential adverse events related to the deployment of vascular closure devices that includes; access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.